Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac reported that the customer was using sdi output to the oev-262h and also dvi to ncare, both images reported too large. Tac had the user change scan sizes in the oev-262h for sdi and dvi according to the customer this did not change the displayed image size. The local sales representative will visit the customer¿s site to assist. The device was not returned for evaluation. The cause of the reported event cannot be determined. If the additional information is received or if the device is returned at a later this report will be supplemented accordingly.

Event description:
The service center was informed that the image on the lcd monitor was too large. There was no patient involvement.